Event description:
Tbard power injection port placed on (B)(6) 2015 with good blood return. Patient received chemo (irritant) from (B)(6) 2015. Hematoma and bruises around the site reported on (B)(6) but remained with good blood return. Edema 1-6 in around site reported, good blood return continued. Md advised of site status, chemo changed to peripheral. CT done positive hematoma to pac site. To ir for port check, contrast showed port was patent. Return to ed (B)(6) 2015 secondary to pac site pain. CT impression...portacath w/surrounding fat stranding, most likely representing a sq abscess. On (B)(6) ir port exchange done. No fracture of the port (via fluoroscopic view) debridement of the necrotic skin, evacuating of the hematoma and necrotic tissue surrounding the port and extensive washed with antibiotic and saline solution...findings: physical exam of the upper chest report shows swelling and erythema of the surrounding area, likely due to malpositioning of the port needle and infiltration of the chemotherapy in the surrounding area (nursing reported dome port not easily palpated to insert chemo needle inside port diaphragm and port itself was leaking resulting in extravasation of chemo med). On (B)(6) new port w/resistance, advised chemo done peripherally. On (B)(6) dr. (B)(6), at bedside, revised port...good blood return, ok to continue using. On (B)(6) no blood return, resistance, re-accessed, good blood return. On (B)(6) patient discharged home. No further problems. Ts/rm. Dates of use: (B)(6) 2015. Diagnosis or reason for use: aml. Event abated after use stopped or dose reduced: yes.